Event description:
Took a hair test and the medical review officer because the information is not be disseminated properly said it was positive for "methamphetamine" and not my medication vyvanse. Quest and agilent.